Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was only performed during startup and not as recommended every two hours. Log file shows twelve successfully performed treatments. The reported treatment could be identified in the log file. No relevant deviation between planned and performed energy is detectable for the reported treatment. The log file shows that the bcc (beam control check) for right eye (od) was done about fifty seconds before laser fired instead of immediately before firing. Treatment for right eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with unable to lift the flap on the right eye. The surgeon used the tip of the flap lifter to break the sticky area of the flap. Surgeon was gentle and not rough with his technique. After the flap was fully freed, noticed that the flap was button hole and decided to not treat as lasik procedure. Photorefractive keratectomy procedure done on the same day and lasik procedure was done on the left eye after surgeon explained to the patient. Additional information has been requested.